Event description:
It was reported that the intellivue mx800 patient monitor did not alarm for a desaturation event for a patient in room (B)(6) in the nicu. The event occurred on (B)(6) 2021 between 08:00 and 10:00. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the intellivue mx800 patient monitor did not alarm for a desaturation event for a patient in room (B)(6) in the nicu. The event occurred on (B)(6) 2021 between 08:00 and 10:00. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.